Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, 874 mcg/day) via an implantable pump for intractable spasticity. Patient was also taking oral baclofen. The hcp reported that the patient passed their (B)(6) 2018 alarm date and their pump was empty. The patient was currently in the intensive care unit (ICU) and the hcp just filled the pump. The hcp had just changed the reservoir volume, but was unable to update the pump. Troubleshooting occurred and the hcp was able to successfully update the pump. The hcp reported the patient was in the ICU because they experienced a sudden onset of withdrawal and septic shock.

Event description:
On 2018-dec-27, additional information was received from another healthcare professional (hcp). The cause of the pump going empty was reported as, "it appears patient/facility did not schedule appointment and did not respond to low reservoir alarm". It was unknown if the patient's septic shock was caused by the pump going empty. It was unknown if the patient has recovered. The patient's weight was unknown.

Manufacturer narrative:
Device codes have been updated to include c62862. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.